Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). This complaint was confirmed. The results of a sample evaluation revealed that both of the occluder feet were broken. A batch review was not performed due to insufficient lot information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A root cause was not identified due to insufficient information.

Manufacturer narrative:
(B)(4). The sample is available for evaluation but has not yet been received. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
On (B)(6) 2010, a baxter sales representative left a complaint report in the product surveillance corporate voice mail box received from a customer in regards to problems with a transfer set. The report read: they opened it up and it fell off the line. No other information was available. On (B)(6) 2010, product surveillance spoke with the nurse who stated that the patient is new to dialysis. The nurse indicated that the transfer set has only been in place for a short period of time. The nurse stated that the twist clamp broke off the line to the transfer set. The nurse also stated that the sample was available for evaluation. The nurse stated that the transfer set was replaced and the patient was able to continue with therapy. No medical intervention or patient injury was associated with this reported.